Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the emergency room and had a heart beat of 30 beats per minute, wasn't feeling well and was dizzy and became asystolic. The patient was admitted to the hospital and upon interrogation, the pulse generator exhibited a loss of output and a diagnostics anomaly. The device was explanted and replaced. The patient was in stable condition post surgery.